Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was unable to be removed from the patient in a normal fashion because of a deflation issue. The balloon was inflated again with 2ml then deflated. The device was removed by pulling on it and caused the patient pain. When the device was removed, it was discovered that the catheter had retracted on itself and formed a small ball.

Manufacturer narrative:
One sample with a green valve was used for evaluation. At the visual examination we see the balloon distended. From experience, silicone balloon deflation could come from various causes. In this cases we can not identify any specific root cause as insufficient information has been provided to do so.